Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device would not connect to the test station. The system board ribbon cables were disconnected. The cables were reconnected to address the issue.the device had evidence of tampering. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor needs replaced to address the issue.

Manufacturer narrative:
It was initially reported, a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device would not connect to the test station. The system board ribbon cables were disconnected. The cables were reconnected to address the issue. The device had evidence of tampering. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor needs replaced to address the issue. During final testing, the device failed a test step. The outlet side panel was replaced to address the issue.